Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right atrial lead exhibited low pacing impedance, high capture thresholds and sensing anomaly. The lead was capped and replaced. The patient's condition was stable.